Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 4 years and 11 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with stenosis and a 23mm sapien ultra valve was implanted successfully in a 23mm sapien 3 valve. Per medical record review, the 5-year transesophageal echocardiography (tte) showed no left ventricle (lv) apical thrombus. The tte indicated that the leaflets were not well seen and mild, with non-hemodynamic significant valvular regurgitation and calcific restriction of the aortic valve.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of calcification was confirmed based on medical record. A review of DHR provided no indication that manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over time in a patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification and post implantation calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 4 years and 11 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with stenosis and a 23mm sapien ultra valve was implanted in a 23mm sapien 3 valve. Per medical record review, the 5-year transesophageal echocardiogram (tte) showed no lv apical thrombus, calcific restriction of the aortic valve, leaflets not well seen and mild, non-hemodynamic significant valvular regurgitation". Additionally, it was noted that the patient had history of severe aortic stenosis, and diabetes mellitus (dm) per medical record. It is well known that patient with prior history of stenosis of the native valve may be predisposed to bioprosthetic calcification. And dm is the known factor that may increase the risk of valve calcification leading to early valve degeneration/calcification. In this case, available information suggests that patient factors (pre-existing valvular disease process, diabetes mellitus) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.